Manufacturer narrative:
A4. Weight is unknown. A5. Ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this automated impella controller (console 1) device report is one of two devices associated with the event.

Event description:
The complainant reported that when an impella 5.5 (pump 1) was connected to the automated impella controller (aic) (console 1), the controller immediately displayed an ¿impella defective¿ alarm. To troubleshoot, a second impella 5.5 (pump 2) was connected to the same aic, and the controller generated the same ¿impella defective¿ alarm for the second pump as well. The aic was replaced (console 2), and support was successfully initiated with the replacement impella 5.5 (pump 2) and aic (console 2). No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by the impella 5.5 (pump 2). This complaint involves two impella devices: pump 1: impella 5.5, with serial number (B)(6). Console 1: automated impella controller with serial number (B)(6). This MDR specifically addresses console 1: automated impella controller with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
Updated information: g1 MFR contact fax number added h3 changed to yes. H6 component code changed from g04035 to g02005. The investigation for the impella defective alarm has been completed. The reported issue of the impella defective (error reading eeprom event set # 3) alarm was due to a defective impellatronic circuit board.

Manufacturer narrative:
D6a and d6b should have been left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.